Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While pushing the advancer tube of the 6f-7f mynx grip vascular closure device (vcd) to the skin, the sealant was noted to be dislodged and it got out from the device. Therefore, hemostasis was achieved by manual compression for less than 30 min. There was no reported patient injury. The patient's hospitalization was not extended and was recovered after the mynx event. The device was used for an interventional peripheral procedure with a retrograde approach. The deployer¿s mynx training status was mynx certified. The stick location was the femoral artery (fa). Other additional procedural details were requested but are unknown. The device is expected to be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: while pushing the advancer tube of the 6f-7f mynx grip vascular closure device (vcd) to the skin, the sealant was noted to be dislodged and it got out from the device. There was no reported patient injury. The device was used for an interventional peripheral procedure using a retrograde approach. The deployer¿s mynx training status was mynx certified. The stick location was the femoral artery (fa). Hemostasis was achieved by using manual compression for less than 30 minutes. The patient's hospitalization was not extended, and the patient recovered after the mynx event. Other additional procedural details were requested but are unknown. The device is expected to be returned for evaluation. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle with stopcock open, the syringe was not connected to the device, the sealant sleeve was pushed back near the green shuttle hub, and the advancer tube was observed to have been deployed on the catheter shaft, covering the balloon proximal tip. The sealant and procedural sheath were not returned with the device. The condition of the returned device indicates an incomplete removal of the device. However, it is unknown if the device was manipulated after the procedure. The device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, the advancer tube was proximally retracted and found properly engaged to distal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1922603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ was not confirmed during analysis of the returned device. Without the return of the sealant a complete physical investigation could not be performed. Based on the information provided, the condition of the returned device and the investigation performed, the cause of reported event may have been attributed to incorrectly following the instructions for use (IFU). According to the instructions for use, which is not intended as a mitigation of risk, ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen¿. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.